Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) analysis of the device is in process; the results will be forwarded when available. We did receive performance data collected from the device and have analyzed the data. The device recorded eri on 13 february approximately 10 months after implant.

Event description:
It was reported the device was explanted and replaced, due to early battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. The device recorded eri on (B)(6) approximately 10 months after implant. Device returned for analysis. The current drain level was higher than normal for this device and the cause of the early battery depletion. The high current drain condition disappeared during further analysis. Current drain remained at nominal levels during temperature cycling and long term monitoring. A cause of failure was not identified due to the inability in re-establishing a high current drain condition.

Event description:
It was reported the device was explanted and replaced due to early battery depletion. No patient complications were reported as a result of this event.